Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable ion selective electrode (ise) results for one patient sample. The initial results were sodium 84 mmol/l, potassium 2.4 mmol/l, chloride 54 mmol/l. These results were reported outside the laboratory to the patient and physician who wanted to repeat testing for the ise assays. The repeat results were sodium 138 mmol/l, potassium 4.0 mmol/l, chloride 97 mmol/l and were reported to the physician 25 minutes later. The patient was not adversely affected. The electrode lot numbers and expiration dates were requested, but were not provided. The customer found a partial clot and micro fibrin in the specimen before the repeat testing. A specific root cause could not be identified. Further investigation found contamination of the sample probe was the typical cause for discrepant low results. The contamination was typically caused by improper preanalytic's. Insoluble material in the sample such as fibrin, gel, or oil coats or partly blocks the sample probes and affects the placement of the sample in the cuvette. Consequently no sample would be available for the reaction.